Manufacturer narrative:
The reported event was patient death. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
Related manufacturer reference number: 2017865-2024-73119. Related manufacturer reference number: 2017865-2024-73120. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.